Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that stimulation suddenly turned off by itself and the patient stopped moving. The device turning off was reported to be not related to positional movement, falls, or emi exposure. The health care provider (hcp) turned stimulation back on and the patient was back to where he was before. It was noted that the hcp changed the patient's medication and it made him "kind of dopey" so they changed it back, but it didn't improve. The patient attended physical therapy and it was reported that his implantable neurostimulator (ins) turned off again. The patient is planning on following up with his hcp regarding the issue. Additional information has been requested regarding troubleshooting, cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was interrogated by the clinician programmer 8840 and it was discovered that stimulation has been off since 4/22. It was noted that the managing neurosurgeon that saw that patient that day turned the ins off as he thought the ins was defective; the patient experienced bad pd symptoms and was not getting any therapeutic benefit since then. It was also reported that the patient's 2nd ins was implanted in (B)(6) 2016 and the patient did great for about a week before declining rapidly; the issue began about 10 days after implant. No cause was determined.

Manufacturer narrative:
The implantable neurostimulator (ins) was functionally okay with insignificant anomalies. The device functioned properly throughout the duration of the test. The device was set to the parameters the explant device had when it was received for analysis. Upon review of the analysis results, it was determined that eval code-conclusion no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a patient. The patient reported that the implantable neurostimulator (ins) implantation surgery was performed on (B)(6) and the patient was unable to move so it was determined that a second ins was needed; the second ins was implanted on (B)(6). Since the ins was implanted on his left side, the symptoms on his right side had shown signs of regression. The patient's right hand tremor was reduced but he had difficulty controlling it; the patient thought the ins was not working correctly. The patient kept returning to the health care provider (hcp) for programming until the end of (B)(6) which is when it was discovered that it was turning off; the ins was faulty. On (B)(6), the patient saw the hcp and had a medication adjustment. On (B)(6) it was reported that there was some worsening. On (B)(6), the patient was reprogrammed and seemed to be walking and acting better, but soon felt it was off. On (B)(6), the patient declined further, kept freezing, was walking flat footed, and was very tired. By (B)(6) the patient could no longer walk without with "parkinson's march". It was noted that until the ins was replaced, the patient was going downhill, was "dopey", and he didn't remember what day or time it was. It wasn't until (B)(6) before the new ins was implanted and the patient seemed to slowly get better; both ins seemed to be working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.